Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, a leak coming from the pvc piping and tubing near the thermostat was discovered. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The fsr readjusted the plastic nut and tubing in and around the thermostat area. The unit was tested to manufacturer's specifications and returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.